Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08514 / 08515).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that review of the device suggested possible fatigue fracture with multiple origins; however the root cause of the event could not be determined.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2014 to an orthopedic salvage system due to an unknown reason. It was further reported that approximately seven months later the rs tibial bearing and yoke fractured. Another revision procedure has been indicated; however, there has been no additional procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2014 to an orthopedic salvage system due to an unknown reason. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured tibial bearing and yoke.